Event description:
A peritoneal dialysis pt reported dialysis solution was leaking out of the cassette and into the cycler. Pt found moisture inside the cassette door after treatment the following morning. Pt had not adverse effects, her effluent has remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.